Manufacturer narrative:
Concomitant: product ID: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that there was an occlusion of the vein during an upgrade procedure and the new leads could not be implanted. The chronic right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.